Manufacturer narrative:
Device evaluation: seven used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Three devices were observed to have a singular hole in the circuit. The probable cause of the holes is unknown. The root probable cause of the leaks on four returned devices is due to an assembly error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a leakage during pre-surgery once connected. There was no patient involvement, no injury was reported.